Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for needle clog. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no:(B)(6). It was reported no medication coming out when priming.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2021-01-29. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of risk management document 10000084266, revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed appropriately. Investigation summary: customer returned (6) open 4mm, 32g pen needles without the tear drop label. Customer states that no medication is coming out when priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle clog. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: 320555 batch no: unknown it was reported no medication coming out when priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: 320555 batch no: unknown. It was reported no medication coming out when priming.